Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, product type screening device these codes are attributed to the lead: patient codes (B)(4), device code (B)(4) conclusion code for both ens and lead ens codes: device codes (B)(4) and patient codes (B)(4).

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device; trial began (B)(6) 2017. It was reported the trial patient was very sore and that procedure was very painful. Patient also mentioned that it was very hard to get into bed because it is high up and it is hard to climb up. (B)(6) the patient was still very sore from procedure and has had to take (B)(6) to help with it. Patient stated that yesterday she felt horrible and is very tired today. Patient feels that all of this: the procedure, soreness, device and stress has kicked in her ibs and she was in so much pain last night she felt she was going to die. Patient was advised to reach out to their doctor. Patient's device is also not allowing her to increase stimulation past 5.8 because she gets an error message "unable to provide desired settings, please call clinician." Since patient is doing so well, lead side was not changed. On (B)(6) patient was concerned that she was voiding too little now and wanted to know if this was normal. (B)(6) the patient reported she had to go to emergency room and have the wire removed because it was poking and shocking it hurt so bad. No further complications were reported or are anticipated.

Manufacturer narrative:
Correction: the implant date (B)(6) 2017 applies to the lead product type 3057 rather than the ens (external neurostimulator). If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: the implant date (B)(6) 2017 applies to the lead product type 3057 rather than the ens (external neurostimulator).

Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: screening device. Clarification: trial lead explanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.